Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the turbine has been pointed as source of the issue and was replaced to resolve the issue. The device was put back into clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. Unfortunately, the device's logs and defective part have not been available for the further analyze of the issue, hence the root cause could not be determined.